Event description:
It was reported that during a brostrum ankle reconstruction, the distal end of the driver broke off on insertion. The metal tip remained in the patient. The implant did not pull out. The patient's condition is fine and no additional incisions were needed.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by prying/leveraging the inserter while the implant is still loaded, over-insertion, not inserting the implant co-axial to the bone tunnel and/or improper bone preparation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.